Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was upsized. The aus had fluid loss. The device was explanted and replaced. There were no further patient complications.